Event description:
It was reported that the customer's insulin has turned off three times without alarming during the night time, even after the battery was changed each time. It was stated that the device also alarmed several times. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone due to a faulty component on the interface board. Unable to perform the operating currents to verify the unexpected off power and the alarms due to the frozen display.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.